Event description:
Patient later reported burning, itching and pain.

Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.

Event description:
Patient reported right side capsular contracture baker grade IV, and ¿nodules.¿ patient additionally reported ¿breast implant illness symptoms,¿ ¿constantly getting respiratory infections¿ not related to the device. The device has been explanted.